Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for replacement of the pulse generator due to premature battery depletion. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The device was above the elective replacement indicator (eri) upon receipt. Analysis of the device image indicated autocapture was enabled. When automatic settings are programmed with autocapture, the device output adjusted itself to accommodate the patient¿s pacing needs. This affected the estimated longevity of the device. Analysis performed did not find any anomalies, with battery voltage above eri. A longevity assessment was performed and the device was in the normal range of operation with appropriate battery longevity.